Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 59-year-old male patient, a spark was heard from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads. The customer's report was not observed during the evalaution of the returned electrode pads. Visual inspection did not observe any abnormalities on the returned electrode pads. Evidence of a discharge was observed on the tin distant edges of both pads suggesting arcing consistant with gaps or coupling. Redness or burns on the patient's skin is not an unexpected result when therapy is provided. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. Good skin preparation does not guarantee a burn will not occur and burns from defibrillation is an expected risk. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.